Manufacturer narrative:
The reported events were dislodgement, failure to capture and p-wave amplitude variation. A complete lead was returned for analysis. The reported events of failure to capture and p-wave amplitude were not confirmed. Visual, x-ray, and electrical analysis did not find any anomalies beyond those consistent with procedural damage.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and variable p-waves due to dislodgment. The ra lead was explanted and replaced. The patient was stable throughout.